Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported 'failed downstream occlusion' which was not reproduced. The device underwent downstream pressure testing with passing results. Downstream occlusion alarms were verified through a review of the event history log. No corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.